Event description:
It was reported that this pacemaker system was explanted due to superior vena cava syndrome. The patient exhibited neck swelling and arm swelling in response to having this pacemaker system implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due to superior vena cava syndrome. The patient exhibited neck swelling and arm swelling in response to having this pacemaker system implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection showed a deformed helix, stretched out, likely due to explant damage. Electrical continuity testing failed due to fractured inner coil near the lead tip. X-ray showed a stretched-out and fractured inner coil near the tip end, pulled by extracting stylet during explant. X-ray showed the crimp sleeve appeared normal. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Analysis noted a fractured inner coil - induced explant damage due to use of an extracting stylet.